Event description:
It was reported that the patient had an infection at the site of implant for ¿about¿ the past 1.5 months. It was noted that the patient is currently on antibiotics. It was reported that the patient met with their doctor ¿about 2.5 weeks ago¿ and was put on a 30 day medication cycle. It was noted that the patient ¿felt fine¿ but the doctor said she had a ¿slight¿ temp and the patient¿s site was ¿squishy¿. It was reported that the patient was meeting with the doctor on (B)(6) for follow up.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).